Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number (B)(4). Event occurred in united arab emirates. It was reported that the patient faced an insulin flow blocked alarm on (B)(6) 2025. The blockage was in the tubing. Blood glucose level was displayed high at the time of the event. Therefore, patient took insulin pump for the treatment. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008864, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008864 was manufactured according to the work instruction (wi) version 98 and manufactured in the line multivac 14 on 05/sep/2025, with a total of (B)(4) units. Glue tubing DHR review: the lot 4h03254 was manufactured according to the work instruction (wi) version 65 manufactured in the machine sc05 & sc06, on 01/sep/2024, with a total of (B)(4) units. Reiew of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.